Event description:
Senseonics was made aware of an incident where user reported a low glucose event, and the following example set was provided: on (B)(6) 2025 - 6:00 am cst - sg was 61 or 62 mg/dl - bg was 156 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2025 at 6:01 am cst, sg was 66 mg/dl and bg was 156 mg/dl, which was submitted into the system at 6:29 am cst. After dms review, we confirmed that the user received a low glucose alert at 6:51 am est (5:51 am cst) when the sg was at 63 mg/dl. The user did not seek medical treatment.the user resolved the event by not taking any action, as their bg at 6:29 am cst indicated they were not experiencing a hypoglycemic event (bg was 156 mg/dl). The user's hcp was not aware of the event and was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: (B)(6) 2025 6:00 am cst / sg: 61 or 62 mg/dl and bg 156 mg/dl. A review of the data management system (dms) data revealed that: on (B)(6) 2025 at 7:26 am est user's sg was 63 mg/dl, and bg was 156 mg/dl. A review of the alert history revealed that the user received multiple low glucose alerts around 7:26 am as user's sg value was below the threshold of 65 mg/dl. The user did not receive any low glucose alerts around 4:04 am as their sg value was above the threshold. User did not seek medical treatment and resolved the event by not taking any action, as their bg at 7:29 am est indicated they were not experiencing a hypoglycemic event (bg was 156 mg/dl). User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.an case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability in the signal, reference and yoi channels. This observed instability likely contributed to the observed sensor inaccuracies. B4. Date of this report 26 june 2025. G3. Date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.